Event description:
Smoke came out from the inside of this x-ray system.

Manufacturer narrative:
(Conclusions) - the investigation found that the ht converter tank was defective. When it becomes defective, imaging capability of the system is lost. All system materials are ul certified and the system was not down. However, the system is an old mobile surgery system which can be easily replaced in case of emergency. Also, it is unlikely that this system will be used for complex interventional procedures. Failure rates and reliability of components are monitored and the replaced component does not have any exceptional or increased failure rate. There is no required mandatory field action.